Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report #3003742446-2007-00069. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The female patient received 3.0 x 8mm and 3.0 x8mm and 3.0 x 13mm cypher stents. Patient indicated that immediately following her stent implant, she developed chest pain and was re-cathed. Patient stated that the recatheterization did not show that anything was wrong with her stents and she was sent to recovery. While in recovery, the patient suffered a right side stroke. Patient stated that she spent 5 months in rehabilitation and recovered from her right side paralysis (arm and leg). The patient is left with residual weakness. Upon discharge from the rehab center, the patient experienced crushing chest pain, was sent to the ER, and was diagnosed as having a thrombosis. Patient was hospitalized and treated with heparin, then followed with plavix for 2 years.